Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl the glass in the in the port of the lens 4k camera controller was cracked, light was not available. The procedure was completed using a smith and nephew back up device with a delay greater than 30 minutes. The patient was anesthetized during the delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device was received for evaluation. Visual inspection of the returned device noted residue and crack on the light rod surface. Functional evaluation revealed diminished light from the light source due to the residue buildup. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for crack has been associated with unintended use of the device. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. The root cause for optical problem has been associated with a failure to follow instructions. Factors which could have contributed to the reported event include use of a damp light guide cable leaving residue on the glass rod assembly. The residue can act as a color filter or an obstruction to the light emitted from the light engine. No containment or corrective actions are recommended at this time.